Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 5f mynxgrip vascular closure device (vcd) got out from the vessel wall without anchoring while pulling back. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The was device prepped according to the IFU. The mynx vcd was used in a diagnostic coronary procedure. A retrograde approached was made. The deployer¿s mynx training status was certified. The vessel type was the arterial. The device was purged of air during prep. The patient's hospitalization did not extend as a result of the event. The patient¿s outcome/status after the mynx event was recovered. Hemostasis was achieved by manual compression for less than 30 minutes. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was disengaged from the black handle. The sealant was located 7 mm proximal to the balloon and the advancer tube was engaged to the tamp lock. No anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1924603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, air in the balloon, may have contributed to the reported event. According to the instruction for use, which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing the vacuum with 2-3 ml of sterile saline prior to use. Neither the phr review nor the product analysis indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Event description:
As reported, the balloon of 5f mynx grip vascular closure device (vcd) got out from the vessel wall without anchoring while pulling back. Hemostasis was achieved by manual compression in less than 30 minutes. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The was device prepped according to the IFU. Type of procedure was the mynx vcd used in was diagnostic coronary. Retrograde approached was made. The deployer¿s mynx training status was certified. The vessel type was the arterial. The device was purged of air during prepped. The patient's hospitalization did not extend as a result of the event. The patient¿s outcome/status after the mynx event was recovered. The device will be returned for evaluation. The device will be returned for analysis. Additional procedural details were requested but are unknown.